Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: nld089394n); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states she thinks the device went out. Pt states she will put the rtm in the controller and the screen goes blank and doesnt respond. Patient states she tried several times yesterday and looked at the paddle and it wont stay on. Pt states the controller has been 90% since this am. Pt states just not working and not getting the stimulation. Agent advised to reset equipment and after reset confirmed green light but once the controller was unplugged from the wall the screen goes blank and doesn't respond. Agent sent request to repair for controller.  Pt states she was told the scs is only for nerves. The patient's relevant medical history included patient states her doctor gave her shots all the time that she suggested and she was upset because she has a newer dbs ready and she put the stimulator in and she thought it was going to be different. Pt reports she went friday to see rep who adjusted her system and reset numbers and states using more battery than before.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient, h3: analysis of the controller found replaced main board due to lithium ion battery contacts broken/damaged. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.